Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor was not being displayed on the central nurse's station (cns). It is unclear whether they were unable to monitor from the beginning or if it dropped off. The customer did not know. No patient harm was reported. Investigation conclusion: the customer replied that the issue was resolved after they reseated the ethernet cable. The cause was a connection issue with the network cable. Central nurse's station. Model: pu-621ra. Sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor was not being displayed on the central nurse's station (cns). It is unclear whether they were unable to monitor from the beginning or if it dropped off. The customer did not know. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor was not being displayed on the central nurse's station (cns). It is unclear whether they were unable to monitor from the beginning or if it dropped off. The customer did not know. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor was not being displayed on the central nurse's station (cns). It is unclear whether they were unable to monitor from the beginning or if it dropped off. The customer did not know. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central nurse's station, model: pu-621ra, sn: (B)(6).